Manufacturer narrative:
During investigation on-site, performed by our field service engineer, presence of corrosion on expiratory channel printed circuit board was found. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. A visual inspection confirms the reported corrosion/liquid spill problem. The pcb was not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. According to information provided by the technician, it was possibly caused by cleaning process.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. Moreover, printed circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).